Event description:
It was reported that the system had a latitude electrogram with some oversensing of noise. The noise was railing on the electrogram. The sensing vector at the time was the primary vector. There was no impact on therapy. Technical services reviewed and discussed some testing options. The clinic will bring the patient in for testing. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the system had a latitude electrogram with some oversensing of noise. The noise was railing on the electrogram. The sensing vector at the time was the primary vector. There was no impact on therapy. Technical services reviewed and discussed some testing options. The clinic will bring the patient in for testing. There were no adverse patient effects. The system remains implanted.